Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, degen disc disease/herniated disc pain, low ef, no history vt/vf (scd-heft), and spinal pain. It was reported that they had their implant battery replaced because they were having issues and their implant battery had flipped, so they needed to go in and replace the battery (see rtg0127825 for report of therapy issues). Pt said that their implant battery flipped shortly after implant. Pss documenting past event that was reported by the pt on the call.